Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to verify motor error alarm, prime anomaly, low battery alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motion sensor test failure alarm. However, the insulin pump passed the stop current and run current tests. The insulin pump had broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a motor error alarm and motion sensor test failure alarm. The customer's blood glucose was 52 mg/dl at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.